Manufacturer narrative:
(B)(4).

Event description:
Additional review noted at the time of call stimulation was at 1.6 volts and the patient decreased to 1.5 volts and reportedly didn't feel any stimulation. It was noted the patient was to monitor settings going forward.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3 093-28, lot # va0420t, implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported the patient experienced stimulation in the wrong location the morning of report. It was stated the location of the symptoms were in the perineum and the stimulation was felt more so towards her ¿back-butt area but now it was in two places in her privates.¿